Manufacturer narrative:
Pump received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and detached end cap. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had broke at the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.